Event description:
It was reported the patient underwent a pulmonary vein isolation procedure using several sjm products (see below). During the procedure, the patient experienced a sudden drop in blood pressure, suffered cardiac arrest and could not be resuscitated. Navx surface electrode kit. Coolpath duo catheter. Swartz sl0. (2 devices). Brk - 1 needle. Decapolar catheter. Reflexion spiral x catheter.

Manufacturer narrative:
The device was not returned for evaluation. However, review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the patient death remains unknown. The physician has not alleged that any sjm products were in any way responsible for this adverse event.